Event description:
It was reported that a cartridge alarm occurred during the load sequence as well as with insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 252 mg/dl.